Event description:
A 3.0mm diameter x 30mm length endeavor rx drug-eluting coronary stent was deployed into a patient with omi and uap. The target lesion located in the rca # 2-3 exhibited 100% stenosis and was pre-dilated. During the same procedure, two other endeavor rx drug eluting coronary stents were deployed at the target lesion. (Reg. MFR report# 2953200-2009-01181 - 01183) the physician used an sds balloon to post dilate the lesion (as contraindicated in the foreign endeavor rx instruction for use) which he inflated to 18atm's - 2atm's above the rbp. It is reported that during post-dilatation activities, slight dissection was confirmed between rca # 3 and rca #4; however the physician evaluated that there was no need to treat the dissection as it was slight. One day post deployment, the patient complained of chest pain. Angioplasty confirmed total occlusion around the three endeavor rx drug-eluting coronary stents. Thrombus was aspired when the lesion was dilated and a bare metal stent was deployed at dissection portion. Communication from the field confirmed that the physician commented that this thrombotic event may have been caused by the dissection. The physician also commented that, as the lesion was post-dilated at 18atm (exceeding rbp), the dissection most likely occurred due to the excessive dilatation. The physician denied any relationship between the reported event and the relevant device. The patient is reported to be fine and no other sequelae were reported. Based on the information available, the device has not been identified as the root cause of this event. The root cause is most likely a result of the dissection together with the lesion condition; however stent thrombosis and dissection are listed in the potential adverse events section of the foreign endeavor rx IFU and are risk factors associated with every stenting procedure.

Manufacturer narrative:
Secondary intervention: thrombus was aspired then the lesion was dilated with a balloon catheter and a bare metal stent was deployed at dissection point. Evaluation: results: stent thrombosis, dissection, sds balloon used to post-dilate, the use of this device is contraindicated for patients with thrombotic total occlusion. Thrombotic total occlusion. Post-dilation balloon inflated to 18 atm which exceeds rbp. Evaluation: conclusion: sds balloon used to post-dilate, the use of this device is contraindicated for patients with thrombotic total occlusion. Thrombotic total occlusion.